Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an empty cartridge alarm occurred after a cartridge was filled with approximately 290 units. A new cartridge was loaded and insulin delivery was resumed. Customer's blood glucose was 193 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.